Manufacturer narrative:
(B)(6). The device was received for evaluation. A visual inspection was performed, and it was noted that the returned transfer set had a broken occlude foot which would had caused the reported condition of fluid flow while the twist clamp was closed. The reported condition was verified. The cause of the broken occlude foot could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was leaking; further described as ¿fluid flow with the twist clamp closed¿. The customer observed fluid flow while the twist clamp on the transfer set was closed during pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.